Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential electromagnetic interference was noted on the cardiac resynchronization therapy defibrillator's (crt-d) atrial channel in the form of noise oversensing. The device remains in use. No patient complications have been reported as a result of this event.